Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since the lot number of the affected set was not provided, only the lot number of the module is available. Since the module is built into more than one set, the exact UDI number for the set is not available. However, the device identifier (di) for the module is (B)(4).

Event description:
The event occurred in USA during treatment. It was reported that there was a blood leakages noted from the rear of the hls set. The exact location could not be determined by the customer, but according to the customer the leakage is not located on the luer connection area, nor from the gas outlet. The hls set was replaced. No harm to any person has been reported. As the flow stopped and the device was exchanged during treatment, a report is required. Complaint ID# (B)(4).

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
The event occurred in USA during treatment. It was reported that there was a blood leakages noted from the rear of the hls set. The exact location could not be determined by the customer, but according to the customer the leakage is not located on the luer connection area, nor from the gas outlet. The hls set was replaced. No harm to any person has been reported. Further information was received on 2024-10-22 that the patient lost, besides the whole circuit, around 50ml due to the leakage. The set was primed on 2024-10-17 and connected to the patient on the same day. The patient received blood transfusion. There was no leakage recognized during the priming procedure, which was performed according to the getinge priming steps, according to the customer. As the flow stopped and the device was replaced during treatment, a report is required. The affected product was investigated by the getinge laboratory on 2025-03-06 with following conclusion: the reported leakage by the customer could not be reproduced. However, the failure is plausible due to an uneven surface on the male luer lock (mll) connector that is part of the accessory "sampling line". There was a material throw-up along the sealing cone of the connector detected . The most probable root cause for the material throw-up was determined within complaint investigation report to be a damage of the representative injection molding tool (here: cavity 13) in the production of the supplier. The non conformance was opened and as an immediate action a communication was started to inform the supplier about the detected deviation and for implementation of a 100% control into production process to detect all mll-connectors produced within cavity 13. Additionally, a scar 8d was opened and sent to the supplier on 2025-01-24. According to the instruction for use (IFU, hls set advanced 6.0/7.0, hit set advanced 5.0/7.0) it is stated in chapter ¿safety instructions for centrifugal pump¿ that leaks or scratching noises in the centrifugal pump can be a sign that it is malfunctioning. Malfunctioning can lead to inadequate patient support. Furthermore, it is mentioned to always keep a replacement hls set for those situations. In chapter ¿priming the system¿ it is written not to pre-prime the circuit too early as this could lead to leaks and to not use a device if there are any leaks. The review of scrap, rework, enhancements, and design changes were reviewed an no abnormalities in regard to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period: 2022-10-17 till 2025-03-07. Three non-conformities were initiated for the reported failure. The complaint information was transferred to the internal nonconformity process. According to the risk review the risk rate for the reported failure with ptotal equal 2 which corresponds to n smaller than or equal (B)(4), is below the acceptance threshold according to the risk management plan of the hls set. Based on the results the reported failure "leakage sampling line" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.